Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: investigation evaluation. Visual inspection of the returned products was conducted. The customer did return 27 complaint devices with the associated rpn k-jets-7019 and lot number 8895872. A review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data has also been performed. 24 opened devices and 3 unopened devices were returned for investigation. The returned packaging confirms lot number 8895872. A visual examination confirmed unknown clear foreign matter inside the catheter tubing of the opened devices. Review of the device history record noted no non-conformances related to the reported failure. A review of complaint history revealed this complaint to be the only one associated with complaint lot number 8895872. Testing of earlier complaints with this same failure mode shows that the clear substance inside the transfer catheter is likely to be a manufacturing fluid used to assist in the tipping process. Mouse embryo assay (mea) testing has shown that the presence of this manufacturing fluid did not impede in the growth of the 1-cell mouse embryo development to the blastocyst stage. In the quantities, likely to be seen in the transfer catheter, this lubricant is considered safe. The cause for this specific failure mode is a manufacturing issue. Based on the information available the cause of this issue is manufacturing related. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, oily substance was found on the inner portion of the catheter prior to use. Additional information received on (B)(6) 2018: further event clarification was provided. The operator checked the device and the issue was discovered prior to use during the preparation stage. The ivf procedure was completed by changing to another device of the same type. There were no adverse effects to the patient.